Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted, the reservoir was left inside the patient due to removing complications and a new ipp cylinder and pump were implanted. Additional information was received that the patient experienced the impossibility of the cylinders fully filling during activation.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid loss and inflation issue was confirmed. Based on a review of all available information, the cause of the reported event was due to both cylinders having wear folds in the cylinder body and fatigue leaks were found in the proximal cylinder body and the tubing was warn down to the filament.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted, the reservoir was left inside the patient due to removing complications and a new ipp cylinder and pump were implanted. Additional information was received that the patient experienced the impossibility of the cylinders fully filling during activation.